Manufacturer narrative:
(B)(4).

Event description:
It was reported that "stain on the primary packaging. The issue was identified at incoming inspection /inventory review. There was no patient involved."

Event description:
It was reported that "stain on the primary packaging. The issue was identified at incoming inspection /inventory review. There was no patient involved.".

Manufacturer narrative:
Qn#(B)(4). The customer returned one-unit mad100 mad nasal with 3 ml syringe for investigation. The sample was returned sealed in its original packaging. Visual examination of the returned sample revealed that there was a hardened piece of foreign material inside of the package. The manufacturing site was consulted for this investigation. Per the manufacturing site, the foreign material appears to be glue residue from the manufacturing line that got stuck inside the package. The packaging was confirmed to be completely sealed. Dimensional inspection was performed on the piece of foreign material. A tappi chart was used to measure the size of the foreign material. The piece of foreign material was found to be 1.00 sq mm. Non-conformance was previously initiated to further investigate this issue. Corrective actions were implemented to help prevent this issue from recurring. The returned sample was manufactured prior to the corrective actions being implemented. Device history record investigation did not show issues related to complaint. The reported complaint of "foreign material loose in package" was confirmed based upon the sample received. The sample was received in its original packaging completely sealed. Visual examination of the returned sample revealed that there was a piece of foreign material inside of the packaging. Per the manufacturing site, the foreign material appeared to be glue residue. Non-conformance was previously opened by the manufacturing site to further investigate this issue. Corrective actions were implemented. The returned sample was manufactured prior to the corrective actions being implemented.